Manufacturer narrative:
(B)(4). The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Per pst, the missing pin is the power pin so no further testing could be conducted. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The product surveillance technician (pst) reported that during laboratory analysis of the device, the disk on chip (doc) had a missing pin. There was no patient involvement.